Event description:
The patient contacted lifescan with a question about their sure step enhanced meter and test strips. The medical affairs specialist spoke with the patient in 05/05. During troubleshooting, the troubleshooting, the customer care representative (ccr) discovered that the meter was set to mmol/l instead of mg/dl. The patient did not know how long the meter had been reading in the incorrect units of measurement. They stated they had not changed the units of measurement in the meter settings. They had continued to take their set daily dosage of insulin: 70/30 insulin 10 units in the am and 5 units at 5:00 pm. They had gone to the doctor and received a laboratory test, but they did not know what result was obtained. They said they somtimes has symptoms of hypoglycemia and drinks a small can of pepsi, which makes them feel better. The meter was replaced.